Event description:
Boston scientific received information that this device had a report of inappropriate shock therapies in (B)(6) 2008 due to a sinus tachycardia or supraventricular tachycardia. A review of the stored electrogram found that multiple shocks were delivered leading to therapy exhaustion. There were no known or alleged adverse effects received/identified to date. The available evidence indicates that the device remains implanted and in service. Subsequently, boston scientific received information that the physician adjudication committee for the altitude under 30 clinical study reviewed another episode that occurred in (B)(6) 2009. A review of the stored electrogram found that shock therapy was delivered for a nonsustained episode.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.